Event description:
Two boxes of pregnancy test kits with no red control line visible on several strips and several strips reading very faint red control line. Reporter spoke with dr and lab. The lab would like the return of the two test kits for further analysis - they will replenish their supply.